Event description:
It was reported that a user experienced difficulty pairing a new freestyle libre 3 plus continuous glucose sensor to the system, resulting in a failed pairing that was subsequently resolved after re-pairing with guidance from support and completion of sensor warmup. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of sensor connectivity and continued use after user education and troubleshooting. Investigation included customer service review of the pairing process, verification of scan success, and guided re-pairing. Investigation of this case revealed that the initial pairing failure was addressed through standard troubleshooting steps, and the sensor functioned as expected after re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption or use-related error during initial setup.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.